Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed pairing test with (B)(6) bluetooth device and unit passed. Performed share log review and customer complaint was confirmed via the data. Functional testing was performed and the test failed. The reported event of loss of connection was confirmed. The root cause cannot be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/07/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.